Event description:
It was reported the pt is unable to establish communication between his ipg and external devices. It was also reported that the pt has not used his stimulation in approximately 2 months, due to his ipg being inoperable. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.